Manufacturer narrative:
Results: the handle was undamaged. The nose cone was removed from the handle body, and no damage was observed. The nose cone funnel was measured with pin gauges and was within specification. Conclusions: evaluation of the returned handle revealed an undamaged, functional device. The nose cone was removed from the handle body, and no damage was observed. The nose cone funnel was measured with pin gauges and was within specification. The handle was tested on a handle test fixture and performed within specification. The root cause of the detachment issue experienced during the procedure could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01913.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01913.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (aca) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), two non-penumbra microcatheters, and a non-penumbra balloon catheter. During the procedure, the physician placed three non-penumbra coils into the target vessel using a microcatheter. Next, the physician advanced a smart coil into the target vessel using a microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the physician used a new handle to detach the smart coil. The procedure was completed using seventeen smart coils, twenty-seven non-penumbra coils, the same two microcatheters, and the same balloon catheter. There was no report of an adverse effect to the patient.